Manufacturer narrative:
Alleged failure: bent needle. Confirmed failure: broken needle. Probable root cause: application attempt to use the device with broken or bent needle. Attempt to pass through thick tissue or bone. Excessive tissue loaded into jaws (g10). Lack of due care when inserting instrument into soft tissue (g4). Use of excessive force (g5) attempt to load or pass inco.mpatible suture (g6). Technique error (g7) improper reprocessing cycles/agents used; reprocessing instructions not followed (r1) the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the needle became bent while the device was in use.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the needle became bent while the device was in use.